Manufacturer narrative:
This event occurred during the unspecified date and month of year 2020. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of elastomeric devices underinfused during patient infusion. The devices were reported to not be empty at the end of the expected therapy time. The reporter indicated that this was due to kinks in an unspecified line. There was no patient injury or medical intervention associated with this event. No additional information is available.